Manufacturer narrative:
D9 - device available for evaluation: no. The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review.

Manufacturer narrative:
Additional information in b5.

Event description:
The customer has provided additional information and withdrawn the complaint, stating that it was determined the device was not involved in the incident. As a result, this case no longer meets reportability criteria.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The microclave connects to several different lines and stopcocks, however, during the period that the system with the lines and the microclave is connected to the patient, the connector sometimes spontaneously comes loose from the line at the side of the flexible connection (blue side). The event suggests that this incident resulted in a cardiopulmonary resuscitation (CPR) (reanimation) of a patient. Additional information has been requested, and a follow up report will be provided as appropriate.